Event description:
The user's hearing performance with the device is affected. There has been an increase in the number of channels with high impedance status since (B)(6) 2019. He has made little to no progress with speech understanding in that ear despite rehab efforts, he has sound awareness only. Reportedly for the last 6 months, when he turns his head completely to the right, the sound from the implant shuts off. The user has been re-implanted. This report refers to 9710014-2020-00325. For further information please refer to this report.